Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00576 thru 3012447612-2018-00583.

Event description:
It was reported that the threads of three closure tops, one pedicle screw, and three sleeves were damaged during surgery. Additionally, a screw driver was worn. The closure tops and screw were removed and replaced with an alternative screw and closure top. An alternative sleeve and screw driver were used to complete to procedure. There were no reported patient impacts associated with this event. This is report six of eight for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned device was evaluated. There was no failure mode detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the threads of three closure tops, one pedicle screw, and three sleeves were damaged during surgery. Additionally, a screw driver was worn. The closure tops and screw were removed and replaced with an alternative screw and closure top. An alternative sleeve and screw driver were used to complete to procedure. There were no reported patient impacts associated with this event. This is report six of eight for this event.